Event description:
The patient complained of pain in port site. On explant, the surgeon noted that the port had fluid around it and that the port had migrated downward toward breast from original implant site in left subclavian. The physician explanted the port and attempted to check for any leaks in the device by closing distal end of catheter with a hemostat and using a syringe with nacl to push fluid into the port. He could not duplicate any leakage of fluid.